Manufacturer narrative:
(B)(4). The device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the lower extremity that was 80% stenosed. The guide wire crossed the lesion in the lower limb and the fox sv balloon catheter was advanced, without resistance, to the lesion site and inflated at 18 atmospheres. During this 1st inflation, the balloon ruptured. The ruptured balloon was removed and another balloon (same size) was used successfully. The patient is doing well. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.